Event description:
It was reported that the customer and the distributor tested the ventricular catheter (1104hm) in the magnetic resonance gantry and the transducer connector was attracted by the magnet. The "block" composed by the catheter and the bolt (dipped in saline solution for the test) also vibrated visibly under the action of the magnetic field. It was reported that in the instructions for use (IFU) "the catheter is MRI safe up to 1.5 t". The product was not in contact with the pt as it is in vitro test. Add'l clinical info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident will be returned for eval. An investigation has been initiated based upon the reported info.